Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-01161 / 01162). Requested but not returned by hospital.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2016 due to developing lucency.